Event description:
Boston scientific received information that a review of data from this system noted non-sustained ventricular tachycardia (nsvt) events which occurred while the patient was coughing. The patient reported feeling as if she might pass out as she is pacemaker dependent and an approximate pause of 3.5 seconds occurred. A revision procedure was performed and this right ventricular (rv) lead and the associated device were removed from service due to suspected oversensing and potential lead exit block. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.